Event description:
This incident was initially reported to the manufacturer by the patient father, with additional details later provided by the contact lens prescribing healthcare provider (hcp). According to the information provided by the patient's father on (B)(6) 2025, it was reported that the contact lenses had torn and caused damage to the cornea, resulting in permanent injury. The type of injury, treatment, and ocular involvement (right/left/both) was not described during this initial report but the manufacturer was supplied with the contact information for both the contact lens prescribing and treating providers. Information received from the contact lens prescribing hcp states that the patient was seen on (B)(6) 2025, for symptoms including foggy vision, pain, redness, discharge, and a persistent white spot in their vision in the right eye. The patient reported experiencing these symptoms for several months, since approximately (B)(6) 2025. Upon examination, the patient was diagnosed with neovascularization with a 6.5mm single pannus in the superior and central region, affecting the central 6mm of the cornea, ghost vessels, and deep stromal scarring. The hcp also noted that the patient had sustained permanent central opacity and permanent reduction in vision of the right eye. The patient was advised to permanently discontinue contact lens use and referred to an ophthalmologist for further evaluation and management. While the patient was initially seen for symptoms occurring the right eye, the hcp notes injury in the left eye as well. Refer to linked manufacturer report (B)(6) for details of the event involving the os. No medication was noted during this visit, but the prescribing hcp indicates the patient was prescribed fluorometholone 1% by the ophthalmologist to be administered twice daily. Good faith efforts have been made to obtain additional information from the treating ophthalmologist. As of the date of this report additional information is unknown. This event is being reported due to the severity of the diagnosis and indication of a permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. As this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2025-00029 for associated left eye incident report.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. As this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2025-00029 for associated left eye incident report.